Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in (B)(6) reported a variance between the inratio2 inr result and the laboratory inr result. Results are as follows: date: unknown, patient 1, inration2 inr: 1.6, laboratory inr: 2.1. The testing was performed consecutively. The date of the testing and the patient's therapeutic range was not provided. The physician reported that she was not sure if the strip code was verified. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Related medwatch 2027969-2016-00077 patient 2. Investigation/conclusion: the monitor associated with the complaint was returned for investigation; however, no inratio testing strips were returned. The monitor memory holds the last four (4) inratio impedance curve results. Since the customer's reported inratio inr results were not present in the last four (4) results, impedance curve analysis could not be performed. The returned monitor met functional and thermistor testing requirements during the investigation. Retained strips tested on the returned monitor met accuracy criteria. The customer's complaint was not replicated during in-house testing and the system performed as expected. A review of the in-house testing history for strip lot k379138 was conducted. In-house testing on the reported strip lot met accuracy criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Additional information received: the patient was tested either in (B)(6) 2015 or (B)(6) 2016 (prior to notification on 2016-01-11). Additionally on (B)(6) 2016, the inratio product specialist made an on-site visit to the physician's office. The handling technique was reported to be "okay"; however, rechargeable batteries were used in the monitor. On (B)(6) 2016, the physician's office reported, to the product specialist, that they continued to have discrepant inratio inr results in comparison to laboratory results. No additional details were known and no adverse events were reported. The inratio monitor was requested to be returned for evaluation.